Event description:
During a cholycystectomy procedure, could not set the blade to the hand piece stably. Competing product was used to complete the case. There were no adverse consequences to the patient.